Event description:
It was reported that during a breast biopsy procedure on the patient, the right ventricular lead was nicked. Testing of the lead following the procedure showed undersensing, loss of capture and low impedance. The following day the lead was explanted and replaced.no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: (B)(4) implantable pacing lead (B)(6) 2011. (B)(4).